Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient attempted to recharge several times but could not get the device to power on. The patient will undergo a battery swap due to failure of current therapy and nonfunctioning ipg.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient attempted to recharge several times but could not get the device to power on. The patient will undergo a battery swap due to failure of current therapy and nonfunctioning ipg.